Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received by smh: two (2) samples were received in unused conditions, within their original sealed packaging inside a plastic bag. Visual inspection results: per visual inspection, neck tapes were found with a yellow coloration confirming the reported condition. The normal condition is a uniform white color. The complaint was reviewed in manufacturing floor with manufacturing and maintenance in order to detect if the equipment performs any residue with a yellow coloration during neck tape manufacturing process, the process only requires air and pressure in order to move the machinery and it consists in placing a neck tape roll in the equipment which during its operation will cut and place neck tapes in a polybag. After reviewing there are no source of yellow contaminations that could be originated from the equipment, the complaint samples received were sent to laboratory to perform a spectrometry test in order to determine the composition of the yellowed coloration on neck tape. The result of the spectrometry study is a 96.37% match with rip-stop nylon. According pfmea 1060, the most probably root cause is the material got contaminated during storage or handling, based on the investigation and the mitigation controls in place for occurrence and detection this is not manufacturing assembly related, it could be caused once the product left smh facilities. All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation. The cause of the reported problem could not be determined. There no relevant non-conformance (ncr's) or engineering test (et) for this lot.

Manufacturer narrative:
One smiths medical tracheostomy/pvc: portex tubes blue line classic and two pictures were returned for analysis in a used condition. The returned sample was visually inspected and indicated that the neck tapes were found with a yellow coloration confirming the reported condition. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that upon opening of a smiths medical tracheostomy/pvc - portex tubes blue line classic, it was noted that the color of the strip inside the packaging turned yellow. No adverse effects were reported.